Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited two episodes of noise over-sensing that resulted in pacing inhibitions. The noise was not reproducible during the visit. The physician then adjusted the lead sensitivity and changed to device settings to avoid pacing inhibition. The patient was scheduled for regular follow up remotely and in clinic. The patient had no symptoms from the event.